Event description:
The customer reported via phone call that customer was hospitalized on (B)(6) 2022 for high blood glucose. The customer blood glucose was 600 mg/dl. Customer had nausea, tiredness weakness as symptom of high blood glucose. No further patient complications were reported. Troubleshooting was not performed and the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.